Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgical procedure with removal of essure.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, depression, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding and severe pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received, reporter added, product indication updated, patient demographic added, event added- abnormal bleeding (vaginal, menorrhagia). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('abnormal, heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgical procedure with removal of essure.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, depression, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding and severe pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgical procedure with removal of essure.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding and severe pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.